Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the hp052 was faulty. Only details known at this time (awaiting further information). There was no consequence to the pt.